Manufacturer narrative:
The field service of baxter performed an on-site investigation at the hospital. The failure table top folds down on one side could confirmed during the inspection. The failure was resolved by exchange defective tilt drive. The cause of the fault is a spring pin #0805245 falling out. This was located in the table's chassis. The spring pin has the task of connecting the spindle of the motor with the fork head edge mount of the table top. If this falls out, the table top mount can loosen upwards from the spindle. This will cause the tabletop to tilt down. The reported issue is a known failure and is currently investigated through ncr (B)(4). The pst 500 medical device is a mobile, configurable operating table intended to be used with additional, specific tabletop sections, pads, and accessories to position patients during surgery, from the administration of anesthetic to the actual surgery and recovery from anesthetic. Although this event did not result in patient injury, if the reported incident were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Customer reported that during movement of the back section up a noise was noticed and the tabletop tilted to the side. The event happened during patient positioning. It was noted that the staff prevented the patient from falling. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
Customer reported that during movement of the back section up a noise was noticed and the tabletop tilted to the side. The event happened during patient positioning. It was noted that the staff prevented the patient from falling. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4) .

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.